Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the spouse of the patient alleging death. The reporter, who is the spouse of the patient, stated the death certificate of the patient documented the cause of death as respiratory failure and pulmonary fibrosis. The reporter stated the patient used the device until the patient went to the hospital. The patient passed away while in the hospital. The device has not yet been returned to the manufacturer for evaluation. The device is currently unable to be returned to the manufacturer due to the device being trashed as advised per the reporter. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.